Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was having wavy, blurry vision, floaters. Clinical reason is the intraocular lens (iol) has bent haptic. The iol was exchanged for same model company lens 2 weeks, 4 days following the initial implant procedure. Additional information received and stated that in surgeon opinion the product contributed to the event and it was stated that after the iol exchange patient is doing well and there was no patient harm.